Event description:
It was reported that increased pacing impedance was observed on the left ventricular (lv) lead. No intervention was performed; the patient was stable and there were no adverse consequences.